Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 03-dec-2020. The most recent information was received on 09-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('significant pelvic pain') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("chronic general fatigue"), renal pain ("kidney pain"), arthralgia ("joint pain"), ligament pain ("ligament pain"), burning sensation ("significant burning sensation at the level of the spine"), muscle spasms ("leg cramp"), constipation ("constipation"), headache ("significant headaches"), feeling hot ("sudden feeling of being very hot"), tooth disorder ("dental problems") and gingivitis ("gingivitis problems"). In 2016, the patient experienced scleroderma ("scleroderma"), rheumatoid arthritis ("rheumatoid polyarthritis") and interstitial lung disease ("interstitial lung disease"). At the time of the report, the pelvic pain, fatigue, renal pain, arthralgia, ligament pain, burning sensation, muscle spasms, constipation, headache, feeling hot, tooth disorder, gingivitis, scleroderma, rheumatoid arthritis and interstitial lung disease outcome was unknown. The reporter considered arthralgia, burning sensation, constipation, fatigue, feeling hot, gingivitis, headache, interstitial lung disease, ligament pain, muscle spasms, pelvic pain, renal pain, rheumatoid arthritis, scleroderma and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('significant pelvic pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("chronic general fatigue"), renal pain ("kidney pain "), arthralgia ("joint pain"), ligament pain ("ligament pain"), burning sensation ("significant burning sensation at the level of the spine"), muscle spasms ("leg cramp"), constipation ("constipation"), headache ("significant headaches"), feeling hot ("sudden feeling of being very hot"), tooth disorder ("dental problems") and gingivitis ("gingivitis problems"). In 2016, the patient experienced scleroderma ("scleroderma"), rheumatoid arthritis ("rheumatoid polyarthritis") and interstitial lung disease ("interstitial lung disease"). At the time of the report, the pelvic pain, fatigue, renal pain, arthralgia, ligament pain, burning sensation, muscle spasms, constipation, headache, feeling hot, tooth disorder, gingivitis, scleroderma, rheumatoid arthritis and interstitial lung disease outcome was unknown. The reporter considered arthralgia, burning sensation, constipation, fatigue, feeling hot, gingivitis, headache, interstitial lung disease, ligament pain, muscle spasms, pelvic pain, renal pain, rheumatoid arthritis, scleroderma and tooth disorder to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.